Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 360p passed ¿out qat from heartsine technologies on the (B)(6) 2018. Unable to confirm the reported fault. The device was returned with the reported issue of being unable to power on the device and no visible status led. However, the device was successfully power cycled multiple times throughout the investigation with the returned pad-pak installed. Furthermore, no measurable fault was identified on the unit. The sam 360p and returned pad-pak performed to specification throughout testing at heartsine. The device was temperature cycled between 0-50°c while performing self-tests for 48 hours. Additional stress testing was carried out at 50°c 95%rh while performing self-tests for 5 days. This combined testing equates to approximately 9.5 years of normal use without fault. Information from the device memory shows the device had been successfully power cycled on the date of installation on the (B)(6) 2019, which was also the date of complaint. It is therefore possible that the pad-pak had been incorrectly seated within the device at the time of complaint, resulting in failure to power on and no status leds illuminating. Alternatively, a depleted pad-pak could have been used on the device that was not returned for investigation. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 360p.

Event description:
New out of box device would not switch on with pad-pak. No status indicator green or red.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
New out of box device would not switch on with pad-pak. No status indicator green or red.